Manufacturer narrative:
Multiple attempts to follow up on the patient's status were made. No response was returned. The product was not returned by the customer for investigation.

Event description:
During left-side pv ablation, cardiac tamponade was detected. Protamine was injected and pericardiocentesis was performed. Patient was scheduled for discharge in 2009.